Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted during the visual inspection. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner and a cracked reservoir tube.

Event description:
It was reported the customer's insulin pump had a noise during the rewind process. The customer also reported a crack on their insulin pump's screen. The customer's blood glucose was unknown. The customer could not recall how the damage occurred on their insulin pump. Customer also reported a low blood glucose incident where their blood glucose declined to 31 mg/dl. Customer treated their blood glucose with glucose tablets. The customer's blood glucose was 213 mg/dl at the time of the call. Troubleshooting found the insulin pump passed a displacement test. The customer also reported they did not expose their insulin pump to a magnetic resonance imaging machine. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.